Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluations of the returned articular surface show sign of vivo. Implant shows discoloration and delamination along with fracture on the medial side. Picture of femur and tibia were provided. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert natural knee ii system: pain, fracture are known adverse effects of this system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-03783, 0001822565-2019-03784. Concomitant medical products: cust nkii prim por fem item# 621200041 lot# 1620767, porous coated stemmed tibial baseplate item# 621201230 lot# 16730741. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately fourteen years and one-week post implantation due to pain. On removal of the poly, it appeared to be oxidized and damaged. There is no additional information at this time.